Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission that episodes of non-sustained oversensing due to myopotential oversensing was observed. The patient was asymptomatic and not dependent. The patient later presented to the emergency room after receiving an alert for non-sustained rv oversensing due to myopotential oversensing. The noise was reproducible by having the patient clasp their hands and pushing. Programming changes were recommended.